Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with the customer's reservoir. The wife states insulin is squirting out during manual prime process. The wife states they could not get the plunger off of the first reservoir. The customer's blood glucose level at the time of incident was 206mg/dl. Troubleshoot was conducted. The customer is being sent replacement sets.